Event description:
Customer reported that in the middle of (B)(6) 2014, he inserted a new infusion set and it fell out while he was an hour away from home. Customer could not get back into his house because he was locked out, so he drove to the emergency room. Customer's blood glucose was around 417 mg/dl at the time of the event. Instead of being treated at the hospital, customer stated he just went back and broke into his house. He then inserted a new infusion set to treat his high blood glucose. Customer had slight ketones. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).